Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that since implant the patient had a bowel movement once a day and has been pleased. The day before the call the patient indicated having 3 bowel movements. That was still an improvement from baseline but had the patient worried. The patient asked if it could be related to her being nervous for a doctor appointment. The change in therapy/symptoms was considered to be sudden. Additional information received from the patient reported they had a severe bowel movement in the street and that was why they upped the device. Steps taken to resolved the bowel movement was the usage of the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.